Event description:
This event was captured based on literature review. The article is a retrospective review of treated cerebral aneurysms with stent-assisted and non-stent-assisted endovascular therapies. 225 patient underwent treatment with stenting with various stents including the vision stent (abbott vascular). Complications included: stroke (n=12), transient ischemic attack (n=21), intraprocedural rupture (n=19), dissection (n=9), stent migration/displacement (n=4), death (n=21). No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication. Date of implant estimated as 30 days prior to date of publication. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency. The additional adverse patient effects referenced are being filed under separate medwatch reports.